Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced non-intuitive motion while using the cadiere forceps instrument on the universal surgical manipulator 1 (usm1). The customer confirmed they had replaced the cadiere forceps instrument which resolved the issue. The customer planned to return the cadiere forceps instrument. The procedure was completed as planned with no reported injury.